Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility reported a colleague infusion pump with the malfunction of a channel b failure. This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however it is known to have occurred in the critical care unit. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with malfunction of 'channel b failure' was not confirmed nor duplicated during product evaluation. Therefore, no assignable cause could be provided. The pump was not repaired at this time because it is a stay-in device owned by baxter. The pump is in baxter's inventory and will be repaired at a later date. This is involving a pump with software version 5.03.00 which is categorized as unremediated. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. Should additional information be received, a follow-up medwatch will be submitted.